Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 68 and 222 mg/dl. The difference between the readings falls in the "c'' or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer has used up the test strips. No product will return for eval.